Event description:
It was reported that indicated battery charge dropped rapidly by about 40% and then decreased to 5%, which led to pump shutdown despite the customer having received low power and shutdown alarms beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer charged pump with working charging supplies, restarted pump after shutdown, and received education from technical support about effects of shutdown, the known fuel gauge issue, available software update to correct it, and steps to prevent recurrence until software could be updated, which customer understood and acknowledged.